Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has not yet been completed. The root cause investigation is still under way. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The territory manager assisting a (B) (6) pt called in to zoll lifecor customer support to report that the device is showing all electrodes and therapy pads as red. The pt received a replacement monitor.